Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported pump that didn't stop after the infusion was complete and pumped air for approx 5 min. Patient heard the pump make a different sound but didn't think anything if it. 5 min later patient looked up at the bag of ns that was completely empty and yelled that it was pumping air. 1000ml ns bag was the med and it was set at 450ml/hr for a volume of 1200. This pt had significant sequalae after this air embolism, patient was very symptomatic. Medication being infused was saline. No patient injury reported.